Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms #: (B)(4). Manufacturing device history record review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records. Visual inspection observed that the pole clamp and micro switch are broken. During visual testing, the reported problem was duplicated; found broken microswitch during visual inspection. The root cause of the reported issue was found to be the broken microswitch was caused by the user. Replaced the micro switch. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that the power switch is broken. No patient injury was reported.